Event description:
It was reported that the patient underwent a posterior spinal reduction with fusion at t11-l3 to treat scoliosis. Approximately 3 months post-op the patient showed signs of pleural effusion and an increase in eosinophil possibly due to an allergic reaction to the hardware that was implanted. It was later confirmed that the patient is allergic to cobalt and chrome. There is currently no plan for surgical intervention, only observation.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.